Manufacturer narrative:
The insulin pump was received with intermittent button response on the down arrow button due to moisture damage on keypad traces noted. No unexpected scrolling of numbers anomalies noted during testing. The insulin pump has minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had numbers ramping on the screen. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 128 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.